Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead placement difficulty was observed as the lead helix would not move despite being rotated several times. The pacing lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.